Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed intermittent sensing on the atrial (ra) lead. No changes or interventions were performed. The patient condition was unknown.